Event description:
It was reported that a cartridge alarm occurred during the load process, and the customer's blood glucose was noted as high, though the specific value was unknown. There was no adverse impact to the customer¿s blood glucose level. The customer managed the high blood glucose with a correction injection and did not require third-party assistance. Tandem technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump with an updated software version. The customer was advised to use multiple daily injections as a backup therapy and provided with instructions on how to put the pump into storage mode. They were also informed about the steps to take upon receiving the replacement pump and were instructed to return the faulty pump to tandem using a provided pre-paid label. The customer acknowledged and understood all instructions.